Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump clock reset, indicating a total loss of power to the device that would have resulted in a pump stop. A specific cause for the pump stop could not be conclusively determined through this evaluation. Review of the log files revealed controller clock corrupt alarms due to the controller¿s clock being reset to the default timestamp of (B)(6) 2000. The pump¿s clock was also reset, suggesting that there was a complete loss of power to the system which would have caused the pump to stop. The onset of the event was not captured in the submitted log files, and therefore a specific cause could not be conclusively determined. The controller clock was properly set on 16oct2025 2025, and the file began to capture events on this date through the duration of the file. No other notable events or alarms were captured, and the pump appeared to function as intended. Further communications noted that the account did not report a pump stop. Reportedly, the patient did not experience any symptoms associated with the event. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms as well as the appropriate actions associated with them. Section 8 of the patient handbook, entitled ¿handling emergencies¿, lists examples of emergencies and the proper actions to take. The IFU and patient handbook also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came in for a routine clinic visit and log files were submitted to tech services for review. Review of period and event log files appeared to capture controller clock corrupt alarms and clock invalid flags. Tech services theorized these were either caused by the clock never being set after a previous controller exchange or there was a total loss of power to the system. The cause of the clock not set alarm to be due to a total loss of power to the system, but this did not lead to a pump stop. The patient has not experienced any additional alarms since the reported event occurred. The patient did not experience any symptoms from the event. Further review of the log files confirmed that the controller clock was not synced in the controller or pump log files, indicating that a pump stop had occurred.